Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. However, the available information suggests that the event occurred due to user error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on the night of (B)(6) 2025, the patient¿s blood glucose level increased to above 400 mg/dl. The mother stated that the patient¿s father switched the system to manual mode at approximately midnight to administer 0.6 units of insulin and then returned the system to automated mode. On the morning of (B)(6) 2025, the patient¿s blood glucose level was 231 mg/dl. The parents again switched the system to manual mode to administer boluses after the patient ate. The last bolus was administered at 10:23 am, at which time the patient¿s blood glucose was 363 mg/dl. The mother reported that she forgot to switch the system back to automated mode and the dexcom high blood glucose alarm was turned off so they didn't realize for a while the patient's blood glucose had gotten so high. Subsequent glucose sensor reading later that day showed a value above 400 mg/dl and the patient began to feel sick. Home ketone testing resulted in a value of 4.6. Reported symptoms included fever and vomiting. The mother administered 3 units of insulin via injection and took the patient to the emergency room (ER). The patient was treated in the ER with intravenous fluids and insulin and remained there until (B)(6) 2025. The patient was not admitted to the hospital. The mother did not indicate how long the patient had been wearing the pod when these events occurred. Based on the available information, it appears that the elevated blood glucose levels were the result of inadvertently leaving the omnipod system in manual mode.